Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant packaging was damaged, and the implant was opened but not passed onto the sterile field. The issue was identified during setup prior to use, and the device was not utilized. There was no patient involvement. Attempts have been made and no further information has been provided.